Event description:
It was reported that the lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrin sically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The inner tubing of the lead was ext rinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).